Event description:
The user facility reported a 61-year-old female on an impella for support due to pulmonary embolism. During support, staff attempted to connect the pump to the console and received the following message: "switch to backup controller which supports optical pressure sensor or select ok to continue without placement and suction monitoring." To resolve the issue, the console was replaced with and the problem was resolved. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: d6a and d6b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. H8 was erroneously selected on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B2: added death and death date. H6: health effect impact code - added f02. Additional information clinician narrative impella cp placed in a 61-year-old female who underwent support for right heart failure in the setting of pulmonary embolism. The patient had a past medical history significant for coronary artery disease and diabetes mellitus. At the time of support, she was critically ill and receiving ECMO, inotropic support, vasopressors, and mechanical ventilation for respiratory failure. Staff attempted to connect the impella pump to the console and received a message. To resolve the issue, the console was exchanged, and the problem was resolved. Patient expired. The impella cp will be coded for device replacement and death. Review of the available information indicates that standard troubleshooting and console exchange was performed. The patient¿s death occurred in the setting of critical illness and was not temporally associated with the reported console issue. No information was identified to suggest a causal relationship between the impella cp device and the patient¿s death.